Event description:
It was reported that during a device replacement for normal battery depletion, this right ventricular (rv) defibrillation lead was connected to a new implantable cardioverter defibrillator (ICD) and the shock impedance measurement was greater than 200 ohms in triad configuration. The physician commented that the leads felt loose in the header with this device. A different ICD was attempted with this lead and the shock impedances were again greater than 200 ohms with the second device. The lead was then connected to the old device and the shock impedances were greater than 200 ohms; therefore, the issue was found to be with the proximal coil of this lead. The lead was surgically abandoned and replaced during the procedure. No adverse patient effects were reported.